Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since biopsies were applied in a different location in the brain than anticipated with the brainlab device involved, despite according to the surgeon: the surgery was to receive a diagnostic pathological sample only, not to remove the tumor or treat the disease. The desired diagnostic sample was retrieved at this very same biopsy surgery, the surgery was successful as intended. There was no (direct or increased) risk to harm a critical structure (e.g. Important brain tissue or blood vessels) due to the craniotomy/burr holes or invasive steps. There was no harm/negative clinical effect for this patient due to this issue. Also not due to anesthesia/surgery prolong of ca. 1h for the additional biopsy pass. There were further no remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was also not prolonged. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the reported 20mm deviation from the intended entry and target point is a movement of the patient's head in the non-brainlab head holder and/or the navigation reference array due to insufficient rigid fixation or inadvertent forces during the surgery at or after draping. Apparently the resulting deviation of the navigation display was not detected by the user before the craniotomy and applying the biopsies, with the necessary continued user verification of navigation accuracy after draping and throughout the surgery. Additional factors that to a lesser extent may have contributed to the reported deviation, are: a less than ideal point acquisition by the user for patient registration to navigation. The points acquired were not sufficiently distributed on unique bony areas on the patient's face as required, e.g. Not on both sides of the face and nose, and region of interest - in combination with registration points acquired in areas where skin shift was present in the preoperative image data set used with navigation compared to the actual patient anatomy at the surgery. Skin compression was present due a headrest or headphones worn during the pre-operative scan. Apparently the potentially resulting additional, smaller deviation of the navigation display was either not detected by the user with the mandatory user verification of the navigation registration accuracy achieved, or was not deemed clinically relevant for this specific case. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a diagnostic biopsy of a lesion in the brain, located ca. 40mm deep left side with a size of ca 13ccm, has been performed with the aid of the brainlab cranial navigation sw 3.1. A pre-operative MRI t1 scan was acquired 2 days before the surgery, to use for navigation. The trajectory was planned. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder, and attached the unsterile navigation reference array to the head holder. Performed the image registration with surface matching with acquiring registration points on the patient's skin surface to match the display of the navigation to the current patient anatomy, verified and accepted the registration to proceed. Determined the craniotomy (burr hole) location with the navigated instrument at the planned entry point and marked it on the patient. Draped the patient, with exchanging the unsterile to a sterile array and re-verified accuracy, and created the burr hole of ca. 2cm. Performed the biopsy with aligning a navigated biopsy needle through the navigated varioguide to the planned trajectory. One pass with 4 samples was intended and taken. Determined that the anticipated pathological sample was not retrieved. A CT scan of the patient was acquired at this stage. From this scan, the surgeon determined that the actual biopsy path had deviated by ca.2cm inferior to the intended path. Re-registered the patient to this intra-operative CT for navigation, created another burr hole to the same planned trajectory and performed another biopsy pass with the navigated biopsy needle through the varioguide, successfully retrieving the desired pathological sample. Closed the patient and completed the surgery. According to the surgeon: the surgery was to receive a diagnostic pathological sample only, not to remove the tumor or treat the disease. The desired diagnostic sample was retrieved at this very same biopsy surgery, the surgery was successful as intended. There was no (direct or increased) risk to harm a critical structure (e.g. Important brain tissue or blood vessels) due to the craniotomy/burr holes or invasive steps. There was no harm/negative clinical effect for this patient due to this issue. Also not due to anesthesia/surgery prolong of ca. 1h for the additional biopsy pass. There were further no remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was also not prolonged.